Event description:
Customer reported an issue with the pump display, which affected their ability to interact with and read the pump screen. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for the pump to be replaced and instructed the customer on using multi-dose insulin therapy as a backup. The customer was also guided on how to put the pump into storage mode and agreed to return the defective pump using a prepaid label within 10 days.